Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) alarm was not confirmed in the lab due to a lack of sample. Per the complaint information the cause of the alarm is due to the patient having a clamp open on a supply line not connected to a solution bag. The lot number is unknown therefore a batch review was not performed. Labeling review found the labeling adequate for the use error identified in this complaint. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
Reportedly, on (B)(6) 2011, the homechoice machine received a system error 2240 alarm during dwell 3 of 6. The patient was connected to the hc at the time of the alarm and did not disconnect prior to alarm. All the bags were properly spiked and connected; the patient line extensions were used and were connected prior to priming. The technical service representative (tsr) had the patient cycle power. The patient had an unused supply line in the organizer in which the clamp was left open. The tsr explained the alarm and cause. The tsr advised the patient to start over with new supplies. The tsr explained that the patient needs to leave the clamp closed on the unused supply line. There was no patient injury or medical intervention reported. No further information is available.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine a root cause. Since the lot number is unknown, a batch review will not be conducted. Should any additional information become available, a follow-up report will be submitted. A 510k number cannot be provided in this report because the product code is unknown at this time.